Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about three and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two years. A save to disk was sent in for engineering analysis. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.